Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER). The health care professional (hcp) wanted technical services (ts) to review device data. Ts reviewed the data and found there was intermittent right ventricular (rv) loss of capture. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes which appeared to be sinus/atrial driven. Ts recommended to follow-up with the local representative for a further evaluation. At this time, the device and rv lead remains in service. No adverse patient effects were reported.